Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a primary thr (unsure of primary procedure date), for which he received a corail stem and pinnacle cup. The patient presented to (B)(6) hospital on the (B)(6) 2022 with a peri-prosthetic fracture of his femur following a fall. The surgeon elected to leave the well fixed pinnacle cup in place and to exchange the liner from a +4 10 degree liner to a pinnacle dual mobility (sas cat a form completed), and also cabled the femur and revised the stem to a zmr modular revision stem from zimmer biomet. Doi: unknown; dor: (B)(6) 2022; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. Available xray evidence was reviewed. It can be observed a femur fracture on the patient. Based in attached photographic evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot = a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.